Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr could not confirm the reported event but reported the device was inoperable. The fsr determined the most likely cause of the issue is the main printed circuit board assembly. The fsr performed further troubleshooting. However, the issue went unresolved. At this time, the fsr sent to device back to vyaire's factory service for further evaluation.

Event description:
The customer reported while using the vela ventilator; the device started alarming "circuit disconnect." The customer reported the respiratory therapist the circuit and it was not disconnected. The customer reported the patient was moved to another ventilator and there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. S901 and pt800 xdcr are failing. The combination of xdcr faults at power-up/auto-zero with the successful calibration of all xdcrs indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. This issue will be internally investigated within vyaire.